Event description:
Procedure type: unk. Pt gender: unk. According to the reporter: the device was applied to the pt's pulmonary artery, fired, and then the tissue was transected in the normal manner. When the stapler was opened the site began to bleed immediately and after applying a clamp to close off the flow of blood it was noticed that the staples had not formed in a proper manner. Blood loss reported, although no tissue damage occurred the estimated blood loss was 400-500cc. After clamping, securing and suctioning the area the surgeon used suture to manually close the pulmonary artery.

Manufacturer narrative:
(B) (4).